Event description:
It was reported that a physician's handheld device was would not turn on. Initially, the handheld screen would freeze after interrogation and a hard reset was performed to correct the screen freeze; however, the handheld device would not turn back on. A replacement handheld was sent to the physician and good faith attempts to have the old handheld returned to the manufacturer for analysis have been unsuccessful to date.